Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative:

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics; however, a photo was provided for evaluation. Visual inspection of the returned photo found that the white suture is broken and frayed, also is impregnated with biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the rgdloop adjustable stnd would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedure variables such as excessive counter tension or other instrument that pulls the white suture which creates a stress point on the suture, leading to a breakage. As per IFU the steps for a proper insertion are provided; ream 4.5mm passing tunnel and graft socket. If graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction. Pass implant construct through the bone tunnels using the green-and-white-striped leading suture. Flip the button on the cortex by pulling the green trailing suture and/or the graft. Confirm deployment by toggling leading and trailing sutures or by pulling on graft. While maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated. Fixate opposing end of the graft. Cut the white adjustable suture. Cut the green-and-white-striped leading suture. Remove the green trailing suture. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an anterior cruciate ligament repair (acl) while using the rgdloop adjustable stnd device the suture was broken off. Another device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.